Event description:
On 03-dec-2008, stryker biotech received a report of a case in the literature involving a woman who experienced decreased range of motion and heterotopic ossification in her arm after receiving op-1 as part of an open reduction internal fixation procedure to treat a grade ii open, ao type c-2 fracture of the distal humerus. During the procedure, the op -1 and a thrombin pouch were placed adjacent to the site of the comminuted fracture. Two months postoperatively, the patient presented with restricted range of motion in her arm from 35 to 100 degrees. Radiographs revealed ectopic ossification anteriorly to the trochlea and posteriorly to the tip of the olecranon. Eighteen months postoperatively, the patient still presented with pain and restricted range of motion in her arm. A radiograph revealed a mature area of heterotopic ossification that was incongruent with the olecranon. The patient underwent a procedure to remove ossification posterior to the olecranon tip. The procedure was reported to improve the restricted range of motion and alleviate the pain. Additional information has been requested.

Manufacturer narrative:
Source of report (literature): seq no. : 1. Author: dr thomas a einhorn. Journal title: j bone joint surg (br). Year: 2008. Page number: from 1617 to 1622. Article title: heterotopic ossification after the use of commercially available recombinant human bone morphogenetic proteins in four patients.